Event description:
It was reported that the device had a bad valve in the middle which did not recenter, making it hard to put a 12mm instrument through during a laparoscopic nissen procedure. The procedure was finished with the device. There was no patient injury and the procedure was not altered. This report is being filed for the findings upon investigation.

Manufacturer narrative:
Final device investigation found that the device was returned in good visual condition. Upon evaluation, an obturator was inserted into the device. The insertion required no undue effort, and no recentering of the middle valve was needed. A pressure test was performed and the device showed signs of leaking when an obturator was inserted into the device. The device history record was reviewed and no discrepancies were noted.